Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that she jumped into the pool while wearing the insulin pump, and the device was beeping and vibrating. The customer stated when the new battery was installed she was able to program the time, but the numbers started rolling on its own when she was entering the date. No further info was provided.